Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer. The device was returned for analysis. The device returned with the label packaging and there was a collar weld plate separation. Inspection revealed that at 21,3cm distal from the collar, the shaft of the device was kinked.

Event description:
Reportable based on the device analysis completed on 04mar2025. It was reported that the device could not cross the lesion. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A guidezilla ii, 6f was selected for use. During the procedure, when the device tried to deploy des in distal rca, it was unable to cross the lesion and track distally. The procedure was completed with a different device. There was no patient complications reported. Device evaluated by manufacturer. The device was returned for analysis. The device returned with the label packaging and there was a collar weld plate separation. Inspection revealed that at 21,3cm distal from the collar, the shaft of the device was kinked.